Event description:
It was reported on (B)(6) 2025 that the patient presented for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), it was unable to hold column when the tip of the sgc was submerged in heparinized saline and the dilator was being advanced into the guide. The sgc was replaced with another device to complete the procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column during prep) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), it was unable to hold column when the tip of the sgc was submerged in heparinized saline and the dilator was being advanced into the guide. The sgc was replaced with another device to complete the procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.